Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer attempted various troubleshooting steps, such as trying different adapters and cables, but the issue persisted. Technical support decided to replace the pump and confirmed the shipping details. Customer was informed to use manual daily injections as a backup for insulin delivery and instructed to put the pump into storage mode before returning it with a pre-paid label.